Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. A visual inspection with naked eye noted a scratches/surface marks on the patient line tubing next to the connector on both returned samples. The reported condition was verified. The direct cause of the event was determined to be manufacturing related caused by grippers during manufacturing process and considered an appearance defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four to five (4-5) homechoice cassettes had a small cut in the tubing "at the end of the patient line near the connection point." This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.